Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at site connector and she experienced high blood glucose levels. The infusion sets had been used for one day to ten minutes. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.